Event description:
Customer reported c-arm displayed an error message saying to wait 5 seconds and reboot system. After rebooting, system worked as intended.

Manufacturer narrative:
Error code displayed. The service rep examined log file and found fast stop had been activated after boot. Showed customer where fast stop buttons are located and they agreed that the button had very likely been inadvertently pushed after boot. System operating as intended.